Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump buttons were unresponsive. The customer states the pump had audio beep anomaly. The customer states the pump was in the bathroom during shower. The customer's blood glucose level was 227mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to an unlocked lcd keypad connector noted. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive button. No moisture damage on the electronic assembly was noted during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.